Manufacturer narrative:
Results - based on evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample. Conclusion - based upon evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample the involved device was received for evaluation by qa at the manufacturing facility. Examination of the device confirmed that: a portion of the urethane coating had been peeled away from the core wire in two locations along the wire at 125 - 160-mm and 250 - 280-mm from the distal end; some intermittent abrasions were also noted along the wire 300 - 480-mm from the distal end; and the edges of the sheared material were smooth indicating contact with a sharp surface. Inspection of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies. Testing of undamaged sections of the returned sample confirmed that product performance specifications were met. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is most consistent the guidewire having been damaged by manipulation against another device that was being used during the procedure. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (4) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
Per (B)(4), which was received from the FDA on (B)(4) 2013: "while trying to pull the glidewire back through the sheath, the guidewire was visualized to be shredded in parts. There were no residual parts of the glidewire left in patient¿s body per fluoroscopy. The patient's procedure was able to be completed.¿ information obtained during follow-up communication with the contact at the user facility included: the entire device was able to be retrieved; the initial procedure was completed successfully; and there was no injury to the patient as a result of the event. Please note that the second event mentioned in the user facility medwatch report is being submitted in a separate manufacturer medwatch report (9681834-2013-00101).